Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed no delivery then a motor error during prime. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI. The drive support cap appears to be normal. The device had also alarmed motor error on (B)(6) 2015. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.